Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. No problems were found during eval of the returned cartridge. The exact cause of the alarm cannot be determined. A direct correlation between nxstage medical system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred at the start of a routine hemodialysis treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190 cc. No medical intervention was required.